Manufacturer narrative:
(B)(4). Concomitant medical products: compress ha anti-rotation spindle small catalog # 178353 lot # 114960, compress segmental anchor plug catalog # 178412 lot # 751290, compress transverse pin catalog # 178528 lot # 432650, oss poly lock pin catalog # 150478 lot # 348870, oss poly tibial bushing catalog # 150476 lot # 460690, cps centering sleeve 23mm catalog # 178545 lot # 299950, cps nut co-cr-mo alloy catalog # 178512 lot # 939510, cps/oss 5cm tpr adapt w/oss sc catalog # 178711 lot # 099510, oss segmental stacking adapter catalog # 150483 lot # 437030, oss 3cm diaphysel segment catalog # 150464 lot # 658380, oss rs 7 cm mod seg fmrl-lt catalog # 161012 lot # 376480, oss tibial poly bearing 18mm catalog # 150413 lot # 075170, oss reinforced yoke catalog # 150493 lot # 700120, oss rs axle catalog # 161035 lot # 402230, oss rs poly fem bushings set/2 catalog # 161034 lot # 251260. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034 - 2019 - 01966, 0001825034-2019-01963, 0001825034-2019-01965, 0001825034 - 2020 - 00120. Not returned by hospital.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to loosening of the femoral component. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.